Event description:
Containers with 500 ml capacity which comes in packs of six, were found without the blue plastic seal that should be in the port used for placement of the IV line at the time of administration.